Manufacturer narrative:
E1: reporter: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not run on battery power when alternating current (ac) power was disconnected. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. During a regular inspection of the device, it was attempted to have the device run on battery power by disconnecting the ac power cord. Once disconnected, the device was reported to have stopped working. The customer believes this failure of the battery was due to deterioration, so they requested it be replaced. This investigation is ongoing.

Manufacturer narrative:
H10: at the repair center on 27apr2025, the authorized service provider (asp) evaluated the device and confirmed an occurrence of the backup battery failed diagnostic code in the device's diagnostic report (drpt). It was determined that a replacement backup battery was required, and further service is pending the customers response to the provided service proposal. The investigation is ongoing. H11: (device) problem code grid corrected.

Manufacturer narrative:
On 28jul2025, the device was evaluated by the authorized service provider (asp) and it was again confirmed that there was a previous occurrence of the backup battery failed diagnostic code in the diagnostic report. The asp replaced the backup battery to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test to confirm a return to full functionality before shipping the device back to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.